Manufacturer narrative:
.

Event description:
The customer reported there was no sound on alarm. The device was in clinical use at the time of the event. There was no harm to the patient or user during this alleged malfunction.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported there was no sound on alarm. No death, serious injury or adverse event occurred or was reported as a result of this issue.